Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the submitted device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamer was damaged and will not stay on adapter. It was also reported that the t handle connection was damaged due to reamer being rounded off at connection point.